Event description:
Patient underwent a revision procedure on (B)(6) 2011. Resolving haematoma was identified and washed out copiously. Tissue samples were taken and sent for microscopy culture and sensitivity. The wound was closed.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided. The event is still under investigation. Additional items may be reported.